Manufacturer narrative:
Esophagram revealed contrast leakage. Although an esophageal fistula was considered, the physician diagnosed a mild mediastinitis. Fasting continued and a proton pump inhibitor (ppi) and antibiotics were administered continuously. Fever and symptoms improved. Weekly CT esophagram was performed. On post-procedure day 35, CT esophagram revealed no contrast leakage. Endoscopy confirmed the healing of the esophageal thermal injury. Patient resumed oral intake of meals without issue. On post-procedure day 61, patient was discharged from the hospital. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: soundstar catheter. Non biosense webster, inc. - sensitherm esophageal temperature probe. Carto 3 system. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an extensive encircling pulmonary vein isolation (eepvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and smartablate generator suffered an esophageal fistula requiring imaging, proton pump inhibitors, antibiotics, and restricted oral intake. Soundstar intracardiac echocardiogram catheter was inserted into the right femoral vein. Transseptal needle was advanced into the left atrium. Mapping was performed using a thermocool smarttouch catheter and a carto 3 system. Eepvi, mitral annulus, and roof line ablation was performed. After eepvi, the temperature reached the 42 degree celsius maximum twice and radiofrequency delivery was stopped. Maximum power was 30 watts. Overall ablation time was 2473 seconds. No complications were noted. Patient remained in sinus rhythm throughout the procedure. Procedure was completed. On post-procedure day 3, the patient reported a burning sensation in the chest after meals and was found to be in a febrile state, with a temperature exceeding 38 degrees celsius. On post-procedure day 4, an upper gastrointestinal (ugi) endoscopy revealed white tissue degeneration on part of the esophagus. Physician suspected a thermal injury. Patient began fasting. Fever decreased and burning sensation in the chest improved. Post-procedure day 13 endoscopy revealed that the thermal injury manifested as an esophageal fistula. Computed tomography (CT) revealed a mediastinal perforation.